Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file contained relevant data from (B)(6) 2021 to (B)(6) 2021. The file captured power cable disconnect alarms and low battery advisory alarms which appeared to be associated with routine power source exchanges and battery usage. There were no other notable pump-related faults or alarms found through the analysis of the log file. The device appeared to be functioning as intended. Multiple attempts for additional information regarding the events were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) lists bleeding, renal dysfunction, and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and international normalized ratio range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the intensive care unit (ICU) where they were intubated. The patient was noted to have hyperammonia, gastrointestinal bleeding (gib), and was in need of dialysis. Log file analysis captured power source changes. It also contained backup battery faults on (B)(6) 2021.